Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after using 17,000 joules, there was a lot of flashback with no stones visible and was noticed that the aiming beam was targeting the metal end of fiber and charring. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after using 17,000 joules, there was a lot of flashback with no stones visible and was noticed that the aiming beam was targeting the metal end of fiber and charring. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection identified the glass cap was protruding from the metal tip and the glass tip could rotate independent of the metal cap, indicating a glue failure. The metal cap exhibited severe charred debris adhesion on its surface which was indicative of prolonged tissue contact during the procedure. Tip burial in tissue overheated the fiber, causing the glue to fail. Also, the flashback phenomenon reported, was caused by the overheated fiber. The fiber card was analyzed, and it indicated that the fiber was not expired, was recognized, and was used. It is probable that the debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. Therefore, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing. The device instructions for use (IFU) instructs to not bury the tip in tissue and to not retract or probe tissue with the device. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event is defined in the risk documentation. Based on the information available, a conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.